Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective color display cable to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported white display on the monitor. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.